Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "left ventricular lead deployment using a transfemoral approach with subcutaneous tunnelling to a prepectoral pocket: a novel approach for upgrading to cardiac resynchronization therapy." Europace. November 1 2012;14(11):1571.

Event description:
A journal article was reviewed that contained information regarding this lead. During the implantation of a cardiac resynchronization therapy device, the lead dislodged and was replaced. No patient complications have been reported as a result of this event.